Event description:
A malfunction alarm was reported. The customer's blood glucose level was within the normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and the customer was able to resume using it without further issues. The customer was advised to contact support again if the malfunction recurred, which was acknowledged and understood.